Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. The device was electively explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 21, 2024.